Event description:
While using 4fr introducer on left brachial approach for bilateral lower extremity angiogram the sheath broke while in the pt and a piece of the introducer was missing in the pt. The case was converted to an open procedure from the original puncture and a brachial exploration, embolectomy, brachial artery repair was done. Additional images of the head were done, without visualization of the broken off piece. The planned angiogram was performed. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.